Event description:
It has been reported that the shutters were unavailable. The device displayed "warning: shutters unavailable, exposures possibly outside detection area." The system was in clinical use at the time of the event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information a planned treatment performed when the issue occurred. The procedure was delayed by 5 minutes. The philips field service engineer (fse) inspected the system onsite and confirmed that malfunction in the x-ray system where the shutters are unavailable. After reviewed the log file the fse confirmed that the issue was due to faulty collimator. The fse replaced the collimator. After replaced the collimator, the system was returned to use in good working order. The codes were updated based on the investigation outcome.